Event description:
It was reported that the patient was unable to adjust stimulation. The patient had turned the implant off for hip surgery on 2013 (B)(4), but the patient was now unable to turn the implant back on. It was stated that the implant was not as distinct as before the surgery and the patient was having trouble locating the implant. The surgery was on the same side as the implant (right). Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28 lot# v600263, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Additional information stated the event was due to premature battery depletion. It was stated the patients symptoms returned.

Manufacturer narrative:
(B)(4).